Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files revealed a pump reset; however, a specific cause for this event could not be conclusively determined. The submitted left ventricular assist device (lvad) event log file revealed a pump reset event between 29jul2023 and 08aug2023. Following the reset, the pump resumed operation without issue. No other notable events were observed. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 7 of the IFU and section 5 of the patient handbook address all system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a pump reset was captured in the event log file between the timestamps of (B)(6) 2023 at 09:00:26 and (B)(6) 2023 at 20:05:04 and a specific cause for the event was not determined.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.